Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested with cloudy effluent. The cause was unknown. The patient was hospitalized two days after onset for the event. Three days after the event onset, the patient was treated with vancomycin injection (2 gm for 14 days, intraperitoneal and frequency were not reported) and ceftazidime injection (1 gm for 14 days, intraperitoneal and frequency were not reported) for peritonitis. Four days after the event onset, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available.